Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of loose grip cables to be related to the customer reported complaint. The instrument was found to have a loose grip cable at the distal end. As a result, non-intuitive motion may be observed. Failure analysis found the secondary failure of dislodged grip cable at the proximal end to be related to the customer reported complaint. The housing was removed and the instrument was found to have dislodged grip cables at the proximal end. The grip cables were found to be dislodged from their normal position on the pulleys. As a result, loose grip cables are observed at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was unable to open the instrument tips. Upon inspection the site found that the wires on the instrument were loose. The procedure was completed using another instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: at the beginning of the procedure the surgeon identified the tips were not opening. The instrument tips were not grasping tissue. The device was not used on the patient.